Event description:
A nurse reported the system would not recognize the handpieces prior to cataract surgery. The procedure was canceled after the patient had already received anesthesia. There was no harm to the patient reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).